Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.three attempts were made to obtain the following information. To date no response has been provided.

Event description:
It was reported that during a hemicolectomy procedure, the surgeon reported that the device didn`t distribute and close the clips properly. The case was carried out by using another device. There were no adverse patient consequences. The device isn`t available for analysis because it was contaminated by organic liquid and feces; the device was discarded.